Event description:
It was reported that the implantable pulse generator (ipg) experienced a high amount of parity errors (single bit ecc-error codes) that caused device memory and data collection errors. The parity errors have been attributed to the patient receiving radiation therapy. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Parity error count of 32. Errors resulted in question marks in the episode counters and patient data. The patient was exposed to radiation therapy.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.